Event description:
It was reported that after an interventional coronary procedure, arteriotomy closure was attempted of the common femoral artery using a perclose proglide device. Reportedly, during suture deployment the needle plunger could not be removed to retrieve the suture. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle plunger not be able to be removed was confirmed as analysis of the device indicated the link remained tucked within the guide, which is an indication that the foot was never deployed before deploying the needle plunger. This is a safety feature that will not allow the needle plunger to be deployed or withdrawn from the handle preventing deployment of the device out of sequence. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.